Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose was 398 mg/dl. The customer reverted to manual injections for insulin therapy.